Event description:
It was reported that during an unknown procedure the device clips were malformed. It is not known how the procedure was completed. There was no patient consequence reported. The device was left with the supply coordinator and little information.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.